Manufacturer narrative:
The needle holders mentioned in the facility narrative have not been returned for inspection. It has therefore not been possible to confirm the alleged failures (broken tip, suture not held) nor the identity of the foreign body detected on the x-ray. The lot number is not available and manufacturing history cannot be reviewed. Repeated attempts have been made to obtain additional information from the healthcare facility. If additional information is obtained, a supplemental report will be submitted.

Event description:
While using the 121135 carb-bite mayo-hegar needle holder 6 on a patient during an unspecified procedure, the device failed to hold suture. The surgeon tried using a second 121135 carb-bite mayo-hegar needle holder 6, but it also failed to hold suture. Postoperatively, after the closure of the patient, an x-ray was taken. A foreign body was seen on the film. The scrub technician went back to the tray and noticed that the device had a broken tip. The patient was later brought back into surgery and had the needle holder tip removed. There was an unspecified injury and delay in surgery reported. (Event report for device #2 of 2)